Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) conflicting results with the ID now covid-19 assay on a direct tested nasopharyngeal swabs performed on (B)(6) 2021. Repeating testing was performed on (B)(6) 2021 using the same sample on the ID now and generated negative result. The customer stated there were two (2) patients, however; no demographics were provided. No additional patient information, including treatment and outcome, was provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1025745 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1025745 and test base part number 190-430 / lot 1025745. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1025745 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is interference or cross contamination. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified.